Event description:
The surgeon used a stapler with a purple reload. When they used it on the bowel, they said it did not completely close the tissue and left a portion of it open. They believe the stapler or staple reload was the issue. The stapler and load were removed from the field and they were placed with the packaging they came from. The company rep was called to let him know the situation and where the product was located.